Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: the encor enspire system was returned to bard medicon service & repair center. The investigation was unconfirmed for the reported continuously rotating needle, as the enspire system successfully passed all functional tests during evaluation and the mechanical issue could not be reproduced. Per the sar record, the returned encor enspire system passed all functional tests during evaluation and the issue could not be reproduced. The definitive root cause for the reported mechanical issue could not be determined based upon the available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings: use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques.

Event description:
It was reported that during a breast biopsy after six tissue samples were obtained, the health care provider changed the direction of the probe's sample notch and the biopsy probe allegedly rotated and could not be stopped. Reportedly, the sample notch of the probe rotated continuously, as the screen of the biopsy system displayed the direction of the sample notch. The probe was re-calibrated to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy after six tissue samples were obtained, the health care provider changed the direction of the probe's sample notch and the biopsy probe allegedly rotated and could not be stopped. Reportedly, the sample notch of the probe rotated continuously, as the screen of the biopsy system displayed the direction of the sample notch. The probe was re-calibrated to complete the procedure. There was no reported patient injury.